Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured inside the patient. There were no reports of patient injury. The physician had placed the mynx vcd inside the sheath and there was no resistance noted upon initiation of inflation. The technician flushed the device and noticed fluid went completely forward from the syringe. The deployer was mynx-certified. There was no damage to the packaging of device prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). The device was discarded and therefore will not be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h2, h6, and h10. Complaint conclusion: as reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured inside the patient. There were no reports of patient injury. The physician had placed the mynx vcd inside the sheath and there was no resistance noted upon initiation of inflation. The technician flushed the device and noticed fluid went completely forward from the syringe. The deployer was mynx-certified. There was no damage to the packaging of device prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). The device was not returned for analysis as it was discarded. A product history record (phr) review of lot f2300301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the loss of pressure reported could not be determined. Based on the information available for review, balloon prep factors (although it was not provided whether the balloon was inflated prior to insertion into the patient), sheath condition factors and/or access site vessel characteristics may have contributed to the loss of pressure reported since a frayed/damaged sheath tip and calcification/pvd at the access site can cause damage to the balloon, resulting in loss of pressure. According to the IFU, which is not intended as a mitigation, when preparing the balloon, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ neither the phr review nor the information provided suggests that there is a design or manufacturing related issue. Therefore, no corrective/preventative action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2300301 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured inside the patient. There were no reports of patient injury. The physician had placed the mynx vcd inside the sheath and there was no resistance noted upon initiation of inflation. The technician flushed the device and noticed fluid went completely forward from the syringe. The deployer was mynx-certified. There was no damage to the packaging of device prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). The device will be returned for evaluation.